Event description:
Nurse reported the patient's infusion device displayed an e4 occlusion error on (B)(6) 2013. He had stomach pains and went to the hospital, and he was diagnosed with diabetic ketoacidosis. Patient was unavailable to provide additional information. The infusion set was requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified due to a handling error of the product. E4 errors were found in the history list, and the e4 errors were not cleared according to the user guide. The e4 error occurs if the force, measured by the force sensor, is too high. This is not a malfunction of the insulin pump. The occlusion limits were tested successfully. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. E10 errors were found in the history. The technical investigation of the pump showed that the cartridge volume adjustment was not confirmed after the rewind, and this led to a menu timeout. After tying to prime or set the pump into run-mode, the e10 error message was triggered correctly. The used cannula (lot: 32071659) and the used transfer set (lot: 32384658) were visually tested and tests for flow and tightness were performed. The test results were within specifications.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.